Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to bacterial infection. Reportedly, the patient had bacteremia. No adverse patient effects were reported. The rv lead was explanted.